Manufacturer narrative:
Internal file number: (B)(4). Correction: device code 2017 was removed. Evaluation summary: the device was returned for analysis. The reported material deformation and detachment of a device component were confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted the calcified lesion causing the reported failure to advance and subsequent material deformation (stent flare). Force was applied the resistance with the difficult anatomy causing the reported detachment of device component (shaft separation). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 96% stenosed and moderately calcified lesion in a distal right coronary artery. Reportedly, a 2.75x48mm xience xpedition stent delivery system (sds) failed to cross due to long calcified lesions. Force was applied during advancement of the sds and the proximal shaft separated into two pieces outside of the anatomy. No resistance was noted during withdrawal, the remaining portion of the sds was simply withdrawn from the anatomy. Upon removal of the sds it was noted that the distal part of the stent was flared. The procedure was successfully completed with a 2.0x20mm traveler. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.